Event description:
The customer reported that during a donor nephrectomy case, the device was activating without pressing the activation button. Another device was used to complete the case without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.